Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.

Event description:
It was reported that the pt's pdrn went into the pt's room and identified fluid leaking out of the cycler. During a follow up phone call with the pdrn, she stated she is 99% sure the pt placed a drink on the top of the cycler which spilled causing it to appear fluid was leaking. Without 100% certainty of the fluid leak, a malfunction MDR is being filed. The pt did not experience an adverse event as a result of the leak.